Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. The reported event was not confirmed as the scope was not microbiologically tested by olympus. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that during reprocessing the evis exera iii colonovideoscope tested positive for 50 colony forming units (cfus) of escherichia-coli. The scope was retested four days later and was positive for 10 cfus of escherichia-coli. The scope then underwent a 2-hour soak and was retested on 07jul2023, and was positive for greater than 100 cfus of coliform. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any persons to which the scope could have been a contributory cause.

Manufacturer narrative:
The device was returned to olympus and evaluated. The device evaluation findings are as follows: due to a chip on the plastic distal end, insulation resistance value at the distal end did not meet standard value, due to wear of the angle wire, bending angle in the ¿up¿ direction did not meet standard value, the light guide lens had a chip, the scope connector case unit was deformed, and the distal end was deformed. The customer provided the cleaning sterilization and disinfection (cds) processes stating that pre-cleaning was performed immediately after the patient procedure, and water was aspirated through the instrument / suction channel with a suction pump. The device passed leak testing. During manual cleaning, the detergent used was aseph plus release. The instrument/suction channel, suction cylinder, instrument channel port, balloon channel and forceps elevator were brushed. The device was rinsed before manual disinfection, the disinfectant used was aseph plus release, all channels were flushed and immersed into the disinfectant then rinsed with filtered water. The automated endoscope reprocessor (aer) used was soluscope sprint, there were no defects on the aer. The disinfectant used was not provided, all the channels were connected with cleaning tubes when the endoscope was setting up into the aer. The expiration date of the disinfectant was controlled, the disinfectant met the minimum effective concentration, the water quality was controlled, and the filter replaced periodically in accordance with instructions for use. The product was dried by wiping with a clean towel/paper, and the endoscope was stored in its own tub in a drying cabinet. The device was last used for a procedure on (B)(6) 2023, and it was unknown if the device was used between the date the sample was collected and the dates the culture was obtained. Once the microbiological results were confirmed the device was quarantined. The device underwent additional reprocessing twice on (B)(6) 2023. The last reprocessing by the customer was completed on (B)(6) 2023. The investigation is ongoing and a follow up with the customer is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility. Related complaint (same scope different complaint to represent the potential exposure incidents): (B)(6). Evis exera iii colonovideoscope, serial number (B)(6). (B)(6). Evis exera iii colonovideoscope, serial number (B)(6).